Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked form the luer lock during patient use. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Concomitant medical products: (2)light blue dual caps; dark blue dualcap. The customer¿s report that the tubing separated and leaked from the luer lock was not confirmed. Visual inspection of the set noted that the male luer spin collar was separated from the set. The dark blue dualcap was removed and the collar of the male luer was inspected under magnification. No other damage or anomalies were observed on the rest of the sets and their components. Functional and pressure testing resulted in no separations or leaks. Additional testing discovered that the male luer spin collar separated from the set when the dualcap that was removed prior to testing was reconnected. Dimensional testing was performed and the set was a go and within parameters. The root cause was not identified.